Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received blood glucose readings of 216, 121,133 and 148mg/dl on the contour next usb. He opened a new bottle of strips, and on the same meter received readings of 59, 61 and 64mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. There was no evidence of an adverse event. The customer has no strips to return for evaluation.